Manufacturer narrative:
The customer reported that their asi light is blank. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. The 9v battery was replaced. As a follow up with the customer, the proper maintenance and proper storage of this device was reviewed.

Event description:
The customer reported that their asi light is blank. The customer did not report this occurred during patient use.